Manufacturer narrative:
Severe corrosion within the internal components was identified as the probable cause of the device overheating. Corrosion damage of the internal components can result in heat production due to increased friction between the moving components.

Event description:
The micro sagittal saw was sent for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.